Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model #: sc-4316, lot #: 14793426, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the reason for explanting the scs system was due to insufficient pain relief. The patient believed that the stimulator caused her back and hip pain but the physician did not believe that the pain was device related. The physician did not suspect device malfunction.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.